Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with an unknown mentor smooth saline implant experienced left sided deflation post procedure. The symptoms began after a mammography examination. Following the mammogram, the patient began experiencing pain to the touch. The breast became about half the size of the right side and was softer and mushier. Also, a palpable ridge developed close to the cleavage area. A physician theorized that muscle damage and possible deflation may have occurred as a result of the mammogram.

Manufacturer narrative:
Additional information was received on (B)(6) 2020. The impacted product, previously reported as unknown, is a mentor smooth round moderate plus profile 350cc saline prosthesis. Section d has been populated with all newly obtained information. A manufacturing record evaluation was performed for the finished device number 1645337-2020-05524 , and no non-conformances were identified. Mentor is aware that the manufactured date occurs after reported date of implant. However, this was the information provided to mentor. If clarification is received, then a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).